Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump revealed no anomaly.

Event description:
It was reported that the patient had an infection in the pump pocket and the pump was protruding through the patient¿s skin in the left, lower quadrant. Erosion, drainage, and incisional wound opening were reported in the pocket; the patient also experienced pain and increased spasticity. The device pocket was cultured, but the type of organism cultured was unknown. The patient was hospitalized and treated with perioperative antibiotics; there was no meningitis diagnosis. The pump was explanted. It was reported that there was device-related patient injury. It was initially indicated on the product return paperwork that was completed on (B)(4) 2015 that the patient recovered without sequela, but later reported on (B)(6) 2015 that the patient was still recovering in the hospital. The pump was delivering lioresal. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.